Manufacturer narrative:
The catheter was received with the contamination shield attached to the catheter, the proximal end was approximately 90cm from the tip. The cal-cup was not returned, testing was done using a lab cal-cup. The catheter passed in-vitro calibration on both vigilance I and ii monitors. The catheter also passed transmission and cross-talk testing. When the catheter was connected to both vigilance I and ii monitors, the error message, "fault: check thermistor connection" was received. The thermistor connector was opened and both lead-wires were found broken from the posts. This defect is a confirmed manufacturing defect. No visible inconsistencies were observed on eeprom data. The thermal filament circuit was continuous. Thermal filament connector was opened with no visible inconsistencies. The balloon inflated clearly and concentrically and remained inflated for 5 minutes. Without leakage. A 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip and the entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. No leakage or occlusion was found. No visible damage was observed on the optical module connector, catheter body, or returned monoject 1.5cc limited volume syringe. Lead wire damage was confirmed on the returned device; an awareness training will be conducted. The lot number was not provided; therefore, a device history record review was not completed.

Event description:
It was reported that there was no direct information provided by the nurse to clinical engineering. It was noted the physician questioned the accuracy of the cco and svo2 measurements. Engineering was unable to provide direct troubleshooting support.